Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female pt who received 4 ml of poly-l-lactic acid (sculptra) on (B)(6) 2006 for the output of collagen and to transform the contours of her face. Relevant medical history and concomitant medication info were not mentioned. On (B)(6) 2006, the pt presented with visible and touchable nodules in the inferior periorbital area that flared up after poly-l-lactic acid application. At the time of this report, the event remains ongoing. Reporter's causality assessment: highly probable. Additional info received on (B)(6) 2008: per our affiliate, a ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Addendum (B)(6) 2008: this new follow-up info was received on (B)(6) 2008 out of sequential date order: ptc results received revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.